Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results are follows: date:(B)(6) 2013, inratio: 7.5, 1st re-test: 3.2, 2nd re-test: 3.2. One minute between initial test and 1st re-test, 5-10 minutes in between 1st and 2nd re-test. Patient self-tester states that she uses alcohol on her fingertip and does not wipe it dry before testing. Therapeutic range: 2.5-3.5.